Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately ten months ago. There were no complications at the time of implanted and everything looked fine. At the 30 day follow-up, there were no endoleaks noted with 3 cm of overlap between the contralateral limb and the contralateral gate. It was reported that at a routine follow-up the contralateral limb was found to have migrated distally and had minimal overlap with the gate with a type 3 endoleak, separation present. The migration was attributed to morphological changes and development of a bend in that area which made the contralateral limb come move out of the gate. The separation was successfully relined with an endurant iliac limb. No additional clinical sequelae were reported and the patient is fine. A review of returned films post-implant show that the contralateral limb appears partially pulled out of the gate and there is a type 3 separation endoleak. There is an acute angulation of the left limb as it enters the common left iliac artery. The amount of initial overlap and aneurysm morphology at implant could not be evaluated as the films were not provided.

Manufacturer narrative:
Method: film evaluation. Results: endoleak, migration, anatomy related; morphology changes. Conclusion: anatomy related; morphology changes.